Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received, the root cause of the observed dislodgement cannot be determined.

Event description:
After an implantation period of approximately 16 days it was reported that the lead was possibly dislodged. Oversensing and loss of capture were observed. The lead was repositioned. Should additional information be received, this file will be updated.